Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 3.3; doctor's meter (not inratio): 2.8. Date: (B)(6) 2010; inratio: 3.1; doctor's meter (not inratio): 3.1. They used the same fs for both and tested on the doctor's meter first. Pt's target inr 2.5-3.5.

Manufacturer narrative:
Investigation pending.